Event description:
It was reported that low impedance, high capture threshold, and loss of capture were noted. Externalized conductors were suspected. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Based on the review of the fluoro images provided to st. Jude medical, the conductors do not appear to be externalized.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.